Event description:
It was reported when using the bd veritor¿ system for rapid detection of group a strep, the user visually observed lines on the cartridge; however, the analyzer provided a negative group a strep result for one (1) patient. The same cartridge was reran on a different analyzer and provided a positive group a strep result. A new swab was collected from the patient and processed which provided a negative group a strep result. There was no report of patient impact.

Manufacturer narrative:
Investigation summary - this statement summarizes the investigation results regarding a complaint that alleges discrepant result when using kit grp a strep 30 test veritor (material#: 256040), batch number 4058945. The customer reported that they are receiving discrepant results. On initial run, the customer visually saw lines on a cartridge that gave a negative result on the analyzer. The cartridge was re-run on another analyzer that resulted in a positive result. A new sample was collected and resulted in a negative result. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. The results were acceptable, and no relevant issues were found. No photos or samples were received; therefore, return sample analysis could not be performed. The reported issue was unable to be confirmed. A trend analysis for discrepant result was conducted, no adverse trend was identified. There were no corrective actions taken at this time.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd veritor¿ system for rapid detection of group a strep, the user visually observed lines on the cartridge; however, the analyzer provided a negative group a strep result for one (1) patient. The same cartridge was reran on a different analyzer and provided a positive group a strep result. A new swab was collected from the patient and processed which provided a negative group a strep result. There was no report of patient impact.